Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the outer coil was fractured. Detailed analysis revealed the is approximately 19.5 cm from terminal pin. According to analytical lab, this type of fracture (a single fracture and intact wire insulation) is consistent with fatigue due to surface imperfection. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead is expected to be returned for testing. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this system displayed a red alert for a pacing impedance measurement greater than 3000 ohms on the atrial channel. Additionally, oversensing, pacing inhibition and loss of capture were observed. A revision procedure was performed and the lead was removed from service and replaced. The root cause of the clinical observations was not determined. No additional adverse patient effects were reported.